Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions - a femoral angiogram was not performed. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The 23fr sheath, per instructions for use, under indications for use: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter endovascular aneurysm repair (tevar) procedure. Reportedly, the suture could not be found and when found it appeared a suture break occurred. A second proglide was used with the same results. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 23fr and the tevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. No femoral angiogram was performed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device; however, unknown if the physician is established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported suture break was confirmed as the link was separated from the anterior cuff. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no product quality issue identified with this device based on the information reviewed at this time.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The physician is reportedly established in the preclose technique. No additional information was provided.